Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/15/2013: defect in force sensor pin solder joint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box download revealed multiple records of loss of prime. On testing, the pump powered on normally and performed an ez-prime function without issue. There was no loss of prime duplicated during the investigation. The pump was opened for investigation and revealed a bad solder joint at force sensor pins.